Manufacturer narrative:
A titan otr pump, two cylinders, exhaust connector/tubing, and inlet connector/tubing were received for analysis. Microscopic evaluation revealed partial separations within abrasion on the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing and the pump inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted in the exhaust connector/tubing segment. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on the tubing segment. Microscopic evaluation revealed partial separations within abrasion. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the inlet connector tubing segment. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and the inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing/connector segment. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. - without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available, this device had pump tubing leakage. No information was provided as to how this was resolved and no adverse patient effects were reported.